Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the operations service manual found the following warnings and precautions: prior to each use, inspect the device to ensure it is functioning properly and not damaged. Do not use a damaged device. Dried blood, saline, and other deposits inside the handpieces area major cause of equipment malfunction. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. Complaint of loose plastic pieces could not be confirmed. No loose parts or plastic were observed during visual inspection. Product passed functional and high speed testing (100-10,000 rpms) for 5 minutes each in forward, reverse and oscillate directions. No loose plastic pieces were found during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the operations service manual found the following warnings and precautions: prior to each use, inspect the device to ensure it is functioning properly and not damaged. Do not use a damaged device. Dried blood, saline, and other deposits inside the handpieces area major cause of equipment malfunction. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, towards the end of a left knee arthroscopy, the surgeon used saline to wash out the joint. Several pieces of hard black plastic were found in the kidney dish at the conclusion of the washout. The plastic fragments were not evident in the knee during the surgical procedure. The fragments are seemingly flakes of the shaver's connector wire coating. No surgical delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.